Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high and low impedances. X-ray imaging revealed patients lead was fractured. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of high impedances and inability to activate therapy was confirmed. The root cause was due to the damage to the lead. A microscopic inspection of the damage ends of the lead segments showed the lead body appeared flattened and torn. The damage ends also were not clear in appearance like the remainder of the lead body segments. No other damage to the lead was found.